Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3460 performance issue is not a likely contributor to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3460. The customer did not want to perform vitros tropi es within run precision testing on their vitros 5600 integrated system, therefore an instrument issue could not be ruled out as a contributing factor. The customer did state that they believe the issue was related to the sample and they are satisfied with both the vitros topi es reagent and vitros 5600 integrated system performance. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample result of 0.336 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory, but no treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued for the sample. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4).